Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the users experienced a complete loss of image. The intended procedure was completed using a different but similar olympus colonoscope. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to gather additional info regarding this report. The user facility reported that it was unk at what point during the procedure was the complete loss of image experienced. The device referenced in this report was returned to olympus for evaluation. The evaluation did not confirm the user's report. The image was found fine. There was evidence of fluid invasion in the electrical connector which could have contributed to the reported phenomenon. The distal end cover was cracked and the device failed the insulation test. The insertion tube was noted with discoloration which was attributed to chemical damage. This report is being submitted as a medical device report in an abundance of caution.